Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting and it is unknown if there was patient involvement related to this event. Although requested, additional information regarding this event has not been received by the manufacturer as of the submission date of this report. This report is for one unknown dynamic hip screw blade. Part and lot numbers were not available for reporting. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that an unknown dynamic hip screw (dhs) blade had broken. Additional information is unknown to the manufacturer at this time. This report is for one unknown dynamic hip screw blade. This report is 1 of 1 for (B)(4).